Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. The patient demographic info: weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? In what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Product code and lot number? Other relevant patient history / concomitant medications. If applicable, will product be returned, return date, tracking information? What is the patient¿s current status?

Event description:
It was reported that the patient underwent surgery for spinal canal stenosis at another hospital in (B)(6) 2020 and suture was for the subcutaneous dermis of posterior neck. It was reported unknown if suture or surgisorb was used. In (B)(6) 2020, the patient visited a different hospital due to contact dermatitis and foreign body granuloma. The patient was prescribed steroids. The patient was scheduled to visit the hospital again on (B)(6) 2020. The doctor opined it was considered to be an allergic reaction to suture. It was considered that the patient was not allergic to metals because it developed 1 month later. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/1/2020. Additional information: b7. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure -- a male patient in his 60s. The diagnosis and indication for the index surgical procedure? -- spinal canal stenosis. If applicable, will product be returned, return date, tracking information -- no sample will be returned. The following information was requested but unavailable: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Product code and lot number. What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.